Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026.the infusion set patch did not stick to skin upon insertion. No further information available.